Manufacturer narrative:
This report is submitted on september 1, 2023.

Manufacturer narrative:
This report is submitted on july 18, 2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to the intracochlear electrode array was accidentally pulled off from the cochlea. The patient was reimplanted with another cochlear device during the same surgery.